Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing without duplicating the report. Review of the device logs indicated the vent was connected to the patient in the start menu mode, which triggered CPAP mode and the dashed lines. The custom settings should be set prior to connecting the device to the patient when the vent power up options is set to start menu. This customer report is considered normal operation for the device as connected. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately entered a different mode, then the device stopped ventilating. Complainant indicated that the clinician manual ventilated the patient to continue treatment. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.